Event description:
Boston scientific received information that a technical service (ts) consultant was contacted regarding this device battery longevity discrepancy. Six months earlier, interrogation revealed less than six months remaining. After device reprogramming, two and one-half years remaining was displayed. During this follow up visit, two years battery longevity was displayed. Ts recommended using the lower value. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.